Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to bad sensing issues which it may have been attributed to a lead fracture. Additional information received indicated that ra lead exhibited low impedance out of range, oversensing, noise and undersensing. It was indicated that it may have caused due to a potential insulation issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to bad sensing issues which it may have been attributed to a lead fracture. Additional information received indicated that ra lead exhibited low impedance out of range, oversensing and some undersensing. It was indicated that iy may have caused due to a potential insulation issue. No additional adverse patient effects were reported

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead exhibited bad sensing numbers and then it was capped due to fracture. New lead was implanted and remains in service. No additional adverse patient effects.